Manufacturer narrative:
The event occurred in (B)(6). Medwatch with a1 identifier (B)(6) is for compact plus system, medwatch with identifier (B)(6) is for mobile system.

Event description:
Caller reported blood glucose results of 5.2 mmol/l on customer's compact plus system, 8.4 mmol/l, 10.7 mmol/l, and 5.2 mmol/l on mobile system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.